Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
The spin screw broke during insertion. The surgeon used another spin screw which was inserted using the power screwdriver to complete the surgery. There was no adverse outcome for the pt. The surgical procedure was not prolonged because of the incident. The spin screw is indicated for fixation of bone fractures or for bone reconstruction of the forefoot.